Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, past similar case and checking the instruction manual, it is presumed the cause as below: during precleaning and manual cleaning, adequate amount of water was not fed and/or adequate brushing was not performed. After the procedure, precleaning was not performed immediately, and the foreign material remained in the channel as residue. When solid material was suctioned, the user did not handle in accordance with the instruction manual. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine maintenance of the subject device at the service department of olympus (B)(4), it was found that the suction channel in the universal cord had been clogged with the foreign material and the foreign material came out from the suction port. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.